Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was using a handpiece that was clogged which did not let the aspiration work and consequently the ultrasound. The customer unclogged it and the system worked as intended. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a combined cataract extraction/vitrectomy procedure the ultrasound stopped working. No system message was displayed. The case was completed after a delay using an alternate system with no harm to the patient.